Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Additionally, the device site was swollen, red, warm to touch and painful that was spreading to the neck. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.